Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the loaner pool for use.

Event description:
During an inspection of a loaner device owned by physio-control, it was observed that the device would not power on with ac or dc power. There was no pt use associated with the observed failure.